Event description:
It was reported that the patient had a myocardial perforation as indicated by echocardiography and patient symptoms. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.